Event description:
A patient underwent a transforaminal lumbar interbody fusion (tlif) at l2-l3. After implanting screws, endplate was treated with a rotate cutter and an osteotrite following decompression of both sides via left side entry. Bone chips were placed and then the cage was inserted. The cage was unlocked with rotating a thumb wheel when it went 3 mm beyond the posterior wall, and it was tried to be rotated. The inserter was turned around median-directedly and the cage was impacted by a plastic hammer, but rotation was not able to be conducted. Imaging revealed a bit tilted placement of the cage from the cranial to caudal side. Thus, placement was tried to be corrected to vertical and then rods were placed. Postoperatively, it was found on x-ray imagings that a cage maker near an inserter gripping point was distorted to ¿s-shape¿. This was a possible cage breakage. The surgical time was not extended due to the incident. The physician considered that "overloading during the rotation procedure might have caused the breakage". It was not to remove the cage because the broken site was not the supporting point of the cage. It was alleged that the breakage occurred at the time rotating the cage with using the ball chip of the inserter as a pivot. No patient complications were associated with this event.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.